Event description:
Reporter had trouble with her pump alarming no delivery. She woke up in the morning with a high blood glucose. The reading was over 500 mg/dl and she gave herself a bolus of insulin and the blood glucose instead of going down it rather elevated to over 600 mg/dl. Reporter advices this made her very sick with nausea and vomiting. She became very dehydrated and this caused a lot of stress on her heart causing her to suffer a heart attack. Reporter believes the device does not function well and would like to go back to using accu check.